Event description:
The manufacturer received information alleging a trilogy o2 ventilator button malfunctioned. The device was not in use on a patient at the time of the occurrence. The trilogy o2 ventilator was returned to the manufacturer service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation it was noted that the right button reacted as if pressed twice when pressed only once. In conclusion, the device's front panel led board was replaced to address the issue. Additionally, during the service of the device, the technician performed repair test, alarm check, battery check, run in tests, cleaning then confirmed the unit operated properly. Software version was checked (ver. 14.2.05). The suspected front panel led board was received at the product investigation lab for further evaluation of the alleged failure. If any additional information is received, a follow-up report will be filed.

Manufacturer narrative:
Previously reported by the manufacturer: the manufacturer received information alleging a trilogy o2 ventilator button malfunctioned. The device was not in use on a patient at the time of the occurrence. The trilogy o2 ventilator was returned to the manufacturer service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation it was noted that the right button reacted as if pressed twice when pressed only once. In conclusion, the device's front panel led board was replaced to address the issue. Additionally, during the service of the device, the technician performed repair test, alarm check, battery check, run in tests, cleaning then confirmed the unit operated properly. Software version was checked (ver. 14.2.05). The suspected front panel led board was received at the product investigation lab for further evaluation of the alleged failure. If any additional information is received, a follow-up report will be filed. New information: the trilogy o2 ventilator front panel/keypad led board was returned to the manufacturer riql for the failure of unusual operation. This component has already undergone a comprehensive evaluation at the service center prior to arriving at riql, and there is no association with patient harm. Therefore, no further investigation of the front panel/keypad led board is required at this time. The front panel/keypad led board has been scrapped.